Event description:
It was reported that bd alaris pump module smartsite infusion set had malfunction the following information was received by the initial reporter with the following verbatim: item description: as lvp 20d 2ss cv. Incident description: as per account, back check valve is failing and causing IV bags to flow at unintended rates and into other IV bags. Date of incident: (B)(6) 2023.

Manufacturer narrative:
D4. Medical device lot #: 23095765. D4. Medical device expiration date: 19,sep.2026. H4. Device manufacture 09,sep.2023. D4. Medical device lot #: 23085038. D4. Medical device expiration date: 31,jul.2026. H4. Device manufacture 31, jul .2023. D4. Medical device lot #: 23065523. D4. Medical device expiration date: 30, jun. 2026. H4. Device manufacture 30, jun. 2023. D4. Medical device lot #: 23065440. D4. Medical device expiration date: 24, jun. 2026. H4. Device manufacture 21,jun. 2023. D4. Medical device lot #: 23025485. D4. Medical device expiration date: 22, feb.2026. H4. Device manufacture21, feb. 2023.